Event description:
An elderly female patient underwent an endovascular aneurysm repair (evar) surgical procedure; presented with ischemic right lower limb after the procedure. At the end of the evar procedure the attending surgeon used a perclose proglide device to close the femoral artery. Patient had to have an emergency surgery to return to operating room (or) for right femoral artery exploration where a fragment was found of the foot plate of the perclose proglide suture closure device with the suture leader attached. The break had caused ischemic damage and the femoral artery was found to be occluded with moderate scarring from prior endovascular procedures and perclose sutures in the common femoral artery. Patient was harmed and the fragment was removed and sequestered. The patient's femoral artery had to be reconstructed with bovine pericardium patch angioplasty. Manufacturer response for abbott perclose proglide suture-mediated closure system, perclose proglide¿ suture-mediated closure system (per site reporter) . Manufacturer is aware and evaluating product with no response.